Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation. The file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 386601. Customer data review: customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. Different platforms have different limits of detection (lod) therefore, the results may not be reproducible. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 386601 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 386601 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 386601 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 386601. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m resp-4-plex amp kit (list 09n79-096) lot 386601 was not identified.

Event description:
The customer reported 2 false detected results for the alinity m resp-4-plex amp kit. Sid (sample ID) (B)(6) tested positive for flu b and sars-cov-2 when tested on (B)(6) 2024. When the sample was retested, the result was positive for flu b but negative for sars-cov-2. Sid (B)(6) tested positive for flu a and sars-cov-2 when tested on (B)(6) 2024. When the sample was retested, the result was positive for flu a but negative for sars-cov-2. The false detected results were reported outside of the laboratory. There has been no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: MDR run date 3005248192-2024-00014 (B)(6) 2023 3005248192-2024-00015 (B)(6) 2023 3005248192-2024-00016 (B)(6) 2023 3005248192-2024-00017 (B)(6)2023 3005248192-2024-00018 (B)(6) 2023 3005248192-2024-00019 (B)(6) 2023 3005248192-2024-00020 (B)(6) 2024 3005248192-2024-00021 (B)(6) 2024 3005248192-2024-00022 (B)(6) 2024 3005248192-2024-00023 (B)(6) 2024 3005248192-2024-00024 (B)(6) 2024 3005248192-2024-00025 (B)(6) 2024 3005248192-2024-00026 (B)(6) 2024 3005248192-2024-00027 (B)(6) 2024 3005248192-2024-00028 (B)(6) 2024 3005248192-2024-00029 (B)(6) 2024